Event description:
Info received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found broken plastic on the trend assembly. The technician replaced the trend assembly to repair the bed.